Event description:
A review of service data detected a reportable event. Upon service investigation of monitor sn (B)(4), it was discovered that the monitor was unable to power on. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor would not power on. The cause of the failure to power was isolated to component u1003 on the ca board and components on the defibrillation board. U1003 (programmable logic device), (surface mount silicon rectifiers) were found to be defective. The root cause for the defective u1003, d9 and d11 components could not be positively identified. The failure rates of all three components are well below the predicted failure rates. No adverse event occurred due to the defective monitor. The last patient to use this monitor did not report any problems.